Event description:
Pt admitted for treatment for surgical decompression for hypermobility at c3-c4 and c4-c5 with allograft reconstruction and anterior plate. During surgery, upon removal of the distraction pin at 5c, the pin just broke the anterior cortical margin. The embedded portion was removed through the use of a screw extraction system without incident. Surgery was reportedly prolonged. The malfunction is occurring below the frequency and severity that are usual for this device.